Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic incisional hernia correction (serosa injury) while employing insertion through the trocar port ,the needle broke off the suture when it was applied to colon tissue. The needle fell into the patient abdominal cavity and was not retrieved. An x-ray was performed but the needle couldn't be found. Patient status: unknown.

Event description:
According to the reporter: per additional information received the surgeon thinks the patient is doing well.